Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose level was 52 mg/dl at the time of incident. Customer's other blood glucose reading was 82 mg/dl and 127 mg/dl. The customer stated that they did received calibration not accepted alert and change sensor alert. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.